Manufacturer narrative:
This product is not marketed in the us. Health effect clinical code: (B)(4) (dissatisfaction with visual acuity). Medical device problem code (B)(4): off-label use: age: (B)(6). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -5.00 into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to the patient was not satisfied with his postoperative visual acuity. The cause of the event is reported as unknown.